Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The clia assay is detecting antibodies directed against the nucleocapsid of the virus while the access assay is directed against antibodies anti-spike protein. The level of antibodies directed against those proteins may be different. Some samples may present some antibodies against the nucleocapsid and not against the spike protein or vice versa. Per complaint originator advice, the customer tested a sample from this patient on an alternate method detecting igg directed against the spike protein and obtained results concordant with the access results. In conclusion, although the cause of this event cannot be determined with the available information, it is suspected that patient samples does not contain igg anti-spike protein but igg anti nucleoprotein. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020, the customer reported repeatable non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971196) results were generated on the customer's dxi 800 immunoassay analyzer (part number 973100 and serial number (B)(4)). The initial non-reactive access sars-cov-2 igg patient result of 0.20 s/co was obtained on (B)(6) 2020, and the repeated result was similar: 0.26 s/co on (B)(6) 2020. The patient was tested in another lab (different sample) on a clia method and a reactive result was obtained (25.7 au/ml for a cut-off at 15 au/ml). A positive pcr was obtained 20-25 days prior to serology testing (no exact date was provided). The patient did not present any symptom. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on (B)(6) 2020 with pex flag, meaning the pack was expired. Customer did not have a fresh reagent pack available. No system check data was provided. Per complaint originator, the system check passed. The customer is not running quality control as recommended. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.